Event description:
A malfunction alarm identified as alarm 20 was reported during the pumping process. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge; however, the cartridge alarm recurred. Consequently, a replacement pump was provided under warranty. The customer was instructed on backup therapy using multiple daily injections (mdi) and informed about returning the faulty pump through a pre-paid label, which they acknowledged and understood.